Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the local display for the centrifugal controller unit displayed a svc pump error message. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.